Event description:
Two bovie chuckits were being used on same bovie machine. When one bovie chuckit was activated, it activated the unused one as well. Bovie sent for repair. Small lesion noted which subsequently resolved. Equipment check by co revealed problem with unit. Unit to co.